Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic. During interrogation, it was observed the patient's pacemaker peak v rate during an atrial fibrillation episode quoted as 111bpm. Patient has chb and it states the peak v rate as the paced v rate just before mode switch occurs. No intervention was performed. The patient was in stable condition.